Event description:
Lifeport vtx was inserted in pt for 3-4 days. It was not functioning, would not allow blood to be drawn. And was leaking at subclavian site and around port itself. A portagram was done to document leakage. Removed and replaced with another brand.